Manufacturer narrative:
(B)(4). Report source foreign: this event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, when the doctor impacted the spike arm, one of the two spikes broke. There was no delay in surgery because the one spike did the holding job. All of the pieces of the broken spike arm were retrieved.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned instrument indicates that one of the two spikes of spike arms is fractured. Device history record was reviewed and no discrepancies were found. The lot was manufactured on april 21, 2001 and has therefore been in the field for approximately 18 years. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.